Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including coronary artery disease, percutaneous coronary intervention, coronary artery bypass graft, pacemaker, atrial fibrillation or flutter, pulmonary arterial hypertension, stroke, peripheral artery disease, chronic obstructive pulmonary disease, left bundle branch block, and right bundle branch block. Complications reported included perivalvular leak, stroke, heart failure, heart block, bleeding, surgical intervention (permanent pacemaker), unexpected medical intervention (post-balloon aortic valvuloplasty), death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: early safety and efficacy of intra-annular versus supra-annular self-expanding transcatheter heart valves. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "early safety and efficacy of intra-annular versus supra-annular self-expanding transcatheter heart valves", was reviewed. This research article is a retrospective multicenter experience to evaluate procedural, in-hospital, and long-term outcomes of the intra-annular navitor tissue heart valve (thv) in comparison with the supra-annular evolut (thv). The devices included in the study were navitor and evolut. The article concluded that the implantation of the intra-annular navitor and the supra-annular evolut pro was safe, with severe adverse events occurring at similar rates until discharge. The risk of moderate or severe perivalvular leak (pvl) was lower with navitor. Mid-term mortality was comparable in both groups. [The primary author was isabel mattig, deutsches herzzentrum der charité, department of cardiology, angiology and intensive care medicine, campus charité mitte, charitéplatz 1, berlin 10117, germany.] [The secondary and corresponding author was henryk dreger, charité¿universitätsmedizin berlin, corporate member of freie universität berlin and humboldt-universität zu berlin, berlin, germany, with corresponding e-mail: henryk.dreger@dhzc-charite.de.] This study included patients with severe aortic stenosis who underwent transcatheter aortic valve implantation (tavi) using navitor or evolut pro from 01 january 2018 to 31 december 2022. A total of 541 patients were included in the study, of which 49.7% (269) received an abbott device. The average age of the intra-annular navitor thv group was 83 years. The average age of the supra-annular evolut thv group was 82 years. The majority gender was female. Comorbidities included coronary artery disease, percutaneous coronary intervention, coronary artery bypass graft, pacemaker, atrial fibrillation or flutter, pulmonary arterial hypertension, stroke, peripheral artery disease, chronic obstructive pulmonary disease, left bundle branch block, and right bundle branch block.